Event description:
The service repair technician (srt) reported that during routine testing of the device at the subsidiary's mfg engineering center (mec), the screen of the touch display system was bluish and flickering. This was a demonstration unit at the subsidiary's mec. There was no pt involvement.